Manufacturer narrative:
Visual inspection of the lead concluded that all eight electrode wires were broken at the location of the suture sleeve. Continuity verified that all wires were open. Inspection verified that the lead was sutured in place without the use of suture sleeves. This finding may have attributed to the pt's complaint of lack of stimulation. This is the final report.

Event description:
A report was received that the pt was explanted due to not receiving stimulation. Product evaluation revealed that the lead was malfunctioning.